Manufacturer narrative:
No product was returned as the device was disposed of at the facility and no radiographs could be provided confirming the device failure. The patients post-operative activity levels are unknown. The root cause could not be determined due to the lack of information provided. No additional investigation required. "Potential adverse events and complications. As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries...potential risks identified with the use of this system, which may require additional surgery, include... Bending, fracture or loosening of implant component(s). Loss of fixation... Pain, discomfort or abnormal sensations due to the presence of the device." "Warnings, cautions and precautions. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. Care should be taken to insure that all components are ideally fixated prior to closure." Discarded at facility.

Event description:
On (B)(6) 2021 a patient underwent a extreme lateral interbody fusion from l2-l5. On a unknown date a secondary posterior lumbar interbody fusion procedure occurred where the construct was extended to s1. On an unknown date in (B)(6) 2021, roughly one month later, the patient complained of discomfort. An examination revealed that the left s1 lock screw was loose ((B)(4)) and the implant spacer at left l5-s had backed out. On (B)(6), 2021 a revision occurred where the back out lock screw, the mated spinal screw, and the migrated cage were removed and replaced. During the procedure the construct was also extended to s2.

Manufacturer narrative:
The fixation devices were received by nuvasive and the complaint was confirmed but the interbody cage was discarded. The damage observed during examination of the involved posterior fixation device found damage consistent with attempted lock screw placement against an un-normalized and unreduced rod which disallows full lock screw/ rod contact and secure final lock down allowing the lock screw to back out and separate from the tulip losing fixation and the subsequent interbody migration. The root cause of the issue is considered an unintended use error related to excessive loading as a result of insufficient rod reduction and normalization during lock screw placement allowing loss of fixation and cage migration. Which can be the result of anatomical characteristics of the patient. Causes of and contributors to the event type are believed to be known no additional investigation required.labeling review:"...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...step 4: rod & lock screw insertion: after cutting the rod to length and contouring, place the rod into the implants and insert lock screws to provisionally secure the rod. 1. The rod holder may be used to assist in placing the rod. Use the longitudinal lines to ensure the rod is placed in proper sagittal alignment. To release the rod, depress the button at the center of the proximal ratchet. 2. The multi-load lock screw starter can be used to deliver up to eight lock screws when no reduction is required (fig. 14). Turn the gray central sleeve counterclockwise to fully retract the distal sleeve. Insert the distal end into the lock screw (5.5 or 6.0 mm, cannulated only), ensuring the silver side of the lock screw is facing up. O once the lock screws have been loaded, turn the central sleeve clockwise to compress the lock screws together. Do not hold onto the central sleeve during lock screw delivery, as this will cause the distal sleeve to retract, preventing adequate compression of the lock screws. After delivery of each lock screw, rotate the central sleeve clockwise until resistance is felt prior to delivering the next lock screw. Tip: the lock screws on the multi-load lock screw starter must be compressed by the central sleeve after delivery of each lock screw to ensure proper engagement into the tulip. 3. If reduction is required, use the lock screw starter to load a single lock screw and deliver down the reducer of choice..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration..." "...warnings, cautions and precautions: care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument reference surgical technique..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct. All set screws should be final-tightened with the counter- torque and torque t-handle. Do not final-tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip..."new or updated information included in sections: b4, d9, d10, g3, g6, h2, h3, h6, h10.

Event description:
Updated information listed on h10.